Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open and experienced resistance in the distal part of the marksman microcatheter. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the cavernous sinus segment. The max diameter was 4.5mm, and the neck diameter was 3.2mm. The patient's vessel tortuosity was minimal. The landing zone was 4.5mm distal and 4.25mm proximal. The access vessel the femoral artery, which was 14mm in diameter. It was reported that after the catheter was in place, the tip of the pipeline could not be opened when the stent was delivered. After three attempts, the system was withdrawn. The tip of the stent still could not be opened after repeated adjustment attempts, resulting in the damage of the microcatheter. There was resistance in the distal part of the marksman microcatheter. The pipeline was not positioned in a bend, and more than 50% had been deployed when it failed to open. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure were said to be smooth, with no complications noted. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline opened normally except for the tip of the stent was not opened.

Manufacturer narrative:
H3: product analysis #279768251:equipment used: video inspection system (m-81850), ruler (m-83360), pin gauge sets (m-84083, m-84080), camera (panasonic lumix dmc-zs5) 0.0265¿ mandrel drawing(s) referenced: dwgsfa-55xxx-xxxx rev. P as found condition: the pipeline flex pusher and marksman micro catheter were returned for analysis within separate shipping boxes and within separate sealed plastic biohazard pouches. The pipeline flex braid was already deployed and not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the marksman catheter hub or catheter body. The catheter distal tip was found slightly crushed. No damages were found with the marker band. The pipeline flex hypotube was found unstretched, with the ptfe shrink tubing was still intact. No damages were found with the re-sheathing pad, pad restraint or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Testing/analysis: the pipeline flex device could not be used for resistance testing as it was already deployed. The marksman micro c atheter total length was measured to be ~159.0cm and the usable length was measured to be ~151.4cm, which is within specification ( specification: total (ref) = 157cm ± 3cm, usable = 150cm ± 3cm). The inner diameter was measured at both ends to be 0.0265¿, which is within specification (specification: 0.027¿ ± 0.001¿). The micro catheter was flushed with water and water exited the distal end. An in-house mandrel was inserted into the marksman catheter hub, through the catheter body and out the distal end with no resistance encountered. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the braid was not returned. Possible causes for incomplete open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. The customer report of ¿resistance/stuck during delivery¿ and ¿catheter resistance¿ could not be confirmed as no resistance was encountered during testing. Possible causes for resistance are, damaged catheter, damage/fraying to pipeline, patient vessel tortuosity, user does not maintain continuous flush, user pulls back on/torques wire while advancing ped in micro catheter. The customer report of ¿catheter kink/damage¿ was confirmed as the distal tip was found slightly crushed; however, the damage did not contribute towards resistance during in-house resistance testing. Possible causes of catheter crushing are patient vessel tortuosity, catheter entrapment, user advances/retrieves intraluminal device against resistance, or customer damaged catheter during removal from packaging. Customer reported device was not placed in a bend, more than 50% was deployed, pipeline was resheathed 3 times, devices were prepared per IFU, and patient vessel tortuosity as minimal. There was no non-conformance to specifications found that would contribute towards the failure. As the pipeline flex braid used in the event was not returned for analysis, any contribution of the braid towards the failures could not be determined. Ngod10 2022-08-21 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.